Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that patient (pt) had a fall about 4 years ago and since then, they think the implant is putting out poison that is making them sick everywhere. Caller stated the patient has lumps under their arms and breast and it's affecting their eyes. Caller also mentioned the patient did have a rash at the implant site at first but that has since gone away. Caller clarified and stated they believe the rash started after the fall but they used a cream and it seemed to go away. Caller stated the pt never did get the system checked after the fall. Pt services reviewed known adverse events and reviewed materials within the implanted system. The patient was redirected to their healthcare provider to further address the issue. Pt services also provided number for current urologist to call if rep assistance is needed since caller states they don't manage the device. Pt also mentioned the pt can be a little paranoid at times.